Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the issue via system logs and reproduce the customer reported complaint during in-house testing. During visual inspection, fa found the cover was bent on the left lower side with dents. The unit was placed on a system and was run in normal mode and error c-34 occurred on start-up and mono coag activation. Measurement value for hf voltage too small with on was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had issues with monopolar energy. They received repeated errors. The tse uploaded the error logs and noted repeated c-34 errors. Prior to calling in, the customer power cycled the erbe generator, reseated instrument cords, tried a different instrument cord with no change. The tse had them try both ports with no change. The tse asked the customer where the erbe was plugged into, and they stated that it was connected to a power strip. The tse asked if they could connect it directly to a wall outlet and they stated they could not. They wanted to know if power cycling the davinci would resolve the errors. The tse advised the customer that the error was related only the erbe, and it was power related versus communication. The tse recommended reseating power cord and asked if they have a backup generator or another vision side cart. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the robotics coordinator stated they plugged the generator into a wall outlet, but only the bipolar energy was used to complete the procedure.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.